Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014,that the patient had original surgery for cervical spine trauma. The patient was a level c4 quadriplegic. The surgeon performed a posterior spinal fusion at levels c2-t1 using the synthes synapse 3.5mm rod system also performing a laminectomy at levels c3-c7. There were synapse screws placed in all levels from c2-t1 with the exception of c7. During a follow up visit, it was confirmed via an unknown imaging with an anteroposterior (ap) view that two t1 screws slipped off of the distal rods. It was noted that the locking caps were still threaded in the synapse screws. On (B)(6) 2014 patient had revision surgery; the surgeon removed the locking caps and the left and right t1 synapse screws, the rod remained implanted. The surgeon then placed synthes uss screws from levels t1-t4. He used parallel connectors in the synapse set to connect the rod in the patient. The procedure was completed successfully. This is report 2 of 3 for (B)(4).